Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a good activated clotting time. They also had symptoms of aphasia with right sided deficits. Currently the patient still has some aphasia and right sided weakness.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a cerebrovascular event. A 27mm watchman laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. However, the patient experienced an unexplained cerebrovascular event a couple hours post procedure. Standard monitoring procedures were performed and no additional intervention was required. No further patient complications were reported and the patient was released a few days later in stable condition.